Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via email that an ar-1678-cp internalbrace ligament augmentation repair eyelet at the tip detached when the anchor device was removed after insertion. The surgery was completed using another ar-1678-cp internalbrace ligament augmentation repair device. This issue was discovered during a procedure on (B)(6) 2026. No significant surgical delay was reported, and no additional anesthesia was administered. No adverse patient effects were reported during or following the procedure in relation to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.